Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and priming anomaly from the reservoir. The customer's blood glucose reading was 416 mg/dl. The customer treated with 1.5 units of insulin pen. The customer stated that her son had ketones. The mother stated that the insulin shot out and there is a puddle on the floor. The customer stated that insulin squirted out during the fill tubing process. The customer was advised to observe the end of the tubing one fill is released. The customer stated that insulin did not continue to drip after the motor stopped. The customer was advised to monitor the pump. The customer will be sent a replacement reservoir.